Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 27 months ago. Aneurysm and vessel morphology were not reported. It was reported that after the bifurcated stent graft was successfully implanted there was difficulty cannulating the contralateral gate. The patient was treated with additional stent grafts from another MFR to be implanted. Three weeks post implant the patient expired. Attempts to obtain additional info surrounding the patient's death were unsuccessful.

Manufacturer narrative:
Conclusion: other lack of info (unk cause of death, no films or reports were received). (Required secondary intervention).